Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During withdrawal of the device, it was noted that the balloon was completely detached. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the peripheral cutting balloon was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. Based on analysis, the returned device identified that one of the blades was detached from the balloon material. All other blades were present and fully bonded to the balloon surface. It was noted that a blade was attached to the customers introducer sheath.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During withdrawal of the device, it was noted that the balloon was completely detached. The procedure was completed with this device. No patient complications were reported.